Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was not returned to olympus for inspection, however, olympus technical assistance center (tac) provided troubleshooting via phone support. The customer was instructed to reseat the light source cable. Based on the results of the investigation, the issue was resolved by reseating the light source cable. No further issues were reported. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when using the video system center, the exposure had to be adjusted manually instead of it auto correcting. The tissue was not distinguishable. The issue occurred during an unspecified procedure. There were no reports of patient harm.